Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A manual sound test was performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient was asleep at 1:00pm. It was reported that at 1:30pm, he became "really low". Emergency medcial technician's were called and when they arrived at 4:00pm, they checked the patient's bg and it was 40 mg/dl. They treated the patient with unspecified IV and then checked the bg and it was 105 mg/dl. Emt's stayed with the patient for an hour prior to leaving. The patient's daughter contacted the patient's endocrinologist and they advised the patient that they were okay and the did not need to be admitted to the hospital. There was no information about what occurred from the time the patient became low and before the paramedics arriving. At the time of the report, the patient was extremely tired. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. On (B)(6)2023, the patient was asleep at 1:00pm. It was reported that at 1:30pm, he became "really low". There was no mention of patient symptoms aside from sleeping. No bg or cgm values were provided, no alerts, or alarms. The reporter noticed the low from the cgm graph a few hours later, but was not alerted by sound. Emergency medical technician's were called and when they arrived at 4:00pm, they checked the patient's bg and it was 40 mg/dl and there was allegedly no audio output for the low alarm. They treated the patient with unspecified IV and then checked the bg and it was 105 mg/dl. Emt's stayed with the patient for an hour prior to leaving. The patient's daughter contacted the patient's endocrinologist and they advised the patient that they were okay and the did not need to be admitted to the hospital. There was no information about what occurred from the time the patient became low and before the paramedics arriving. At the time of the report, the patient was extremely tired. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.